Manufacturer narrative:
Findings: unit received with cracked and scratched keypad overlay. Unit received with minor scratched lcd window and case. Unit received with missing retainer ring and reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer reported that there is crack on the top of the battery compartment and the clear plastic ring has come off. The customer advised to return the product and we will replace it.